Event description:
It was reported the device was used during a gastrectomy (total) procedure. It was reported by the affiliate that the tissue was not cut completely. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, disengaged; cartridge batch number: k4721p; cartridge position: loaded; drivers present in cartridge, present/up; firing knob position: back/partial, back; gapspace pin condition, good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; staples present? Formed/unformed, 2 formed and swing tab position: locked/unlock, locked. Functional tests & results: instrument safety lockout properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info and the photo rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed. It was noted that knife completely cut the test media as designed. It could not be determined as to why the instrument reportedly did not cut. Mfg and engineering have been notified of the reported incident.